Manufacturer narrative:
(B)(4). Batch # m54l01. The analysis found that one ec45a device was returned in good visual condition and with one ecr45b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no malformed staples were noted during functional testing. Analysis does not confirm (verify) the reported failure. No further investigation will be conducted on this complaint. Complaint information will be included in complaint trending that is reviewed by the applicable franchise CAPA council on a regular basis to determine if further action is necessary. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device malfunctioned, while pulling the trigger for the first time to fire the device the doctor noticed the metal staples coming out of the side of the device. The doctor aborted the process, when he unlocked the device he saw that the device did not fire the load but ejected the staples without closing them. Case completed with another device of the same product code. There were no patient consequences reported.